Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 6.0mm x 60mm x 135cm (4f) sterling balloon catheter was advanced for dilation. However, on initial inflation at 5 atmospheres for 4 seconds, the balloon ruptured and a pinhole was noted. The device was removed and the procedure was completed with a different device. No patient complications were reported.